Event description:
A malfunction was reported by the caller, identified as malfunction 199 in the tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. Customer may continue to use the pump. The call was disconnected due to system issues, and a message was left for the caller.